Event description:
The customer reported an auto test failure message. No patient involvement was reported.

Manufacturer narrative:
(B)(4). Follow up report will be submitted once the investigation is complete.